Event description:
It was reported that at implant, hvli could not be measured. Pocket was closed. Again, hvli could not be measured. The pocket was re-opened and device was replaced. Post-explant inspection found that more than one of the lead ports were cloudy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance measurement anomaly was confirmed in the laboratory. The test code was downloaded and the device performed normally. No anomaly was found. The cause of the impedance anomaly could not be determined.